Event description:
Report received form USA stating that the device's casing was cracked and chipped. The device was being used in a neuro surgery. There was no injury reported. It is unknown if delay occurred. There is no additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).